Event description:
An occlusion alarm was reported, with the customer's blood glucose level exceeding 500. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.